Manufacturer narrative:
It was discovered on 7/8/2020, device received was right sided device not left side. Therefore, ' date device returned to manufacturer', 'is device returned to manufacturer?' Checked '. Device available for evaluation? Yes' , method code', 'conclusion code' and result code' was erroneously submitted in initial report. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with two 375cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade IV post procedure. As a result, patient underwent bilateral removal and replacement with 375cc mentor high profile silicone breast implants on (B)(6) 2020. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Additional information was received on 10/23/2020, patient is a 26-year-old native american. Patient had an explantation on the left side device on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).